Manufacturer narrative:
Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
As reported by the sales rep, a codman perforator did not disengage, going through the patient's skull into the brain tissue. Post surgery, the patient was stable. There were no reports of delay.

Manufacturer narrative:
It was previously reported that the device would not be returned for evaluation. The device was subsequently returned. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: the device was returned for evaluation. Visual examination found that the perforator was soiled and the label was worn. The device could not be evaluated in its returned state due to the soiled condition. The device was soaked in alcohol to remove debris and re-sleeved. Functional testing was then performed per the test method. A series of holes were drilled without issue. The device functioned as intended. A review of manufacturing records could not be performed, as no lot number information was provided. Based on the evaluation, the reported issue could not be confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.